Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe plunger fell out of the syringe while drawing up product. The following information was provided by the initial reporter: "during drawing up, the plunger came out of the syringe so it was compromised."

Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. The photos each showed a 1ml luer lock syringe (p/n 309628) with customer attached needle next to an eylea kit. In one photo the plunger-stopper assembly was still in the barrel as expected, in the second photo the plunger-stopper assembly was removed. No visual defects could be seen with the stopper or barrel in photos that would lead to the reported condition. Unused physical samples clearly displaying the defect are needed to confirm the reported condition. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip syringe plunger fell out of the syringe while drawing up product. The following information was provided by the initial reporter: "during drawing up, the plunger came out of the syringe so it was compromised."